Manufacturer narrative:
The stat-padz were returned to zoll medical shangai for evaluation. A video was also provided. During review of the video there are several indications that the pads were removed from the correct side of the styrene liner and reapplied to the incorrect side of the liner by the user. The orientation of the pad confirms it was removed and reapplied as it is not symmetrical to the styrene. The stat-padz line has cardboard attached to the incorrect side of the styrene preventing the application during the production build. It is important to note that every electrode is 100% inspected for release of the liner. The electrodes were scrapped after evaluation and a replacement set was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the electrodes would not adhere. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.